Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: a review of the device history record (DHR) was not performed, as the described complaint has being addressed per quality plan and is not related to a manufacturing non-conformance. Failure analysis - this described failure was being addressed by quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. As a solution. Integra will replace components of the mlx lighting units to restore functionality. Root cause analysis: a quality plan was opened by integra-tullamore to investigate mlx power and lamp failures. Root causes were determined, and corrective actions have been implemented.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) was blowing fuses and after further investigation they determined it was the power supply. It is unknown under what circumstance this event occurred; however, no injury or surgical delay has been reported.